Manufacturer narrative:
Concomitant products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare provider. Other medications the patient was taking at the time of the event included: indomethacin, zyrtec, trazodone, ibuprofen, norflex, pravastatin, atenolol, lisinopril, metformin hcl, nasonex, methadone hcl, orphenadrine. The patient's pertinent medical history included: hypertension, diabetes mellitus, migraine headache. Regarding the location of the catheter issue, unknown was reported. Regarding catheter segments remaining implanted in the intrathecal space, unknown was reported. Regarding patient outcome, unknown was reported.

Event description:
It was reported that the patient¿s therapy had become ¿not as efficient¿ and he was having increased spasticity and increased pain associated with muscle spasms and cramps. The physician was unable to find anything wrong with the catheter, so he decided to replace it. During surgery, it was seen that the catheter was no longer properly positioned in the intrathecal space. There was no performance issue with the catheter; however, it appeared that, over time, it had come out of the intrathecal space. The catheter was explanted completely and a new catheter was implanted with its placement confirmed via fluoroscopy. As of (B)(6) 2015, the patient had a significant improvement in pain relief, his symptoms had resolved post-operatively, and he was very satisfied with the results of the surgery. The device system was used to deliver compounded baclofen.